Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging shows what appears to be a small metal fragment protruding from the plate, possibly a piece of the locking slider. It is unclear if it is a portion of the plate or some other foreign matter. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a resonate plate appears to have been bent post operatively.